Event description:
The suspect device was received by the manufacturer and product analysis was completed. Visual analysis showed three sets of setscrew marks on the connector pin, providing evidence of proper mechanical contact between the generator and lead pin. Abrasions likely due to wear were seen that did not penetrate. The lead coils are kinked and stretched, likely due to manipulation during the explant procedure. A cut opening on the pin inner tube was seen after the electrode bifurcation and a pin coil break and break mate were observed after the anchor tether. Both broken coil ends show signs of a stress induced fracture. The reported event of fluid leaks was not confirmed during analysis, but the lead fracture was confirmed. Continuity checks of the returned lead portion were performed during the functional analysis, and no other discontinuities were identified. Other than the coil break, the condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. Note that since a portion of the electrode array section was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Product analysis worksheet was reviewed and no anomalies outside of the previously mentioned issues were seen.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that the patient was seen for a routine appointment and during follow up, the patient was noted to have a surgery coming up and it was requested that the device be turned off. During interrogation, high impedance was seen and x-rays were taken. The patient was referred for a revision and high impedance was seen again the date of surgery. It was also noted that liquid was seen inside the lead silicone tubing. The lead was replaced and impedance was normal. Device history records were reviewed for the lead. The device passed all functional specifications and quality tests and were sterilized prior to distribution. The suspect device has not been received by manufacturer to date. No other relevant information has been received to date.